Event description:
Related manufacturer reference number: 1627487-2024-08062. It was reported that patient experienced ineffective therapy. CT scan confirmed that both the cervical lead and thoracic lead migrated. Lead diagnostics showed both leads had high impedances. It was noted that patient had a recent fall. Surgical intervention was undertaken wherein the system was explanted and replaced. Effective therapy was restored.

Manufacturer narrative:
Section b3: date of event is estimated. The event of system replacement was reported to abbott. The patient had a fall. The patient had ineffective therapy due to migration and impedances. The whole system was replaced. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.